Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report her purely yours breast pump started making loud abnormal knocking sounds sometime in the second week of (B)(6) 2015. (She is uncertain of the exact date) customer reports a diagnosis of left breast mastitis on (B)(6) 2015 with a decrease in milk output after diagnosis. Customer contacted her health care provider on (B)(6) 2015 and was prescribed a one week course of oral antibiotics. Customer reports feeling well within 2 days of starting antibiotics.

Manufacturer narrative:
"Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specs for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed'.